Manufacturer narrative:
Concomitant products: cordis tempo 4f catheter, boston amplatz super stiff 180 cm guidewire. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular aneurysm repair via femoral access, the flexor high-flex ansel guiding sheath broke and the distal portion was retained in the patient's vasculature, close to the skin. The vessel was described as mildly tortuous and moderately calcified. There was no scarring. According to the complainant, the patients in this type of procedure are always prepared for a surgical option; therefore, the tip of the introducer was able to be successfully surgically removed with no adverse effect to the patient. None of the device remained in the patient's anatomy.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: additional information was received from the customer. The introducer reportedly broke as it was being removed, and a part of the device got stuck in the patient's artery. The broken introducer was so sharp that it cut surgeon's finger, which then needed stiches. The broken piece was removed from the patient surgically. No further information is available at this point. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath tubing is separated into two pieces. Separated area is fairly smooth on proximal separation site. There was a slight fraying on the proximal end of the distal separated section. The coil was protruding out of the distal end of the proximal section. Biomatter was present on the coil. The exposed coil was tangled and was measured to be approximately 33 cm in length. The coil appeared to be separated within the sheath tubing at a distance of approximately 28.5 cm. A separated piece of sheath liner was present on the exposed coil, measuring at approximately 5.5cm in length. A compressed area was noted on the proximal end of the distal separated section, measuring at approximately 0.5 cm in length. Additionally, a document based investigation evaluation was performed. A review of the device history record showed the lot was released meeting all finished goods release criteria. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.